Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h6. Replacing code 4310 with 4307. Cause of device failure is related to component failure and not as a result of non-device related factors. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following probable causes per event failure are noted below: - as to the event ¿no image,¿ the specific root cause could not be determined at this time. - as to the event ¿image was dark,¿ it is likely that it occurred due to a faulty patient board. - as to the event ¿front panel froze,¿ it is likely that it occurred due a to faulty circuit board and a faulty front panel harness. - as to the event ¿internal screws and nuts were loose, missing and corroded,¿ the specific root cause could not be determined at this time. However, the definitive root cause for the events listed could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during preparation for an unknown procedure, the evis exera iii video system center had no image after booting up. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the image displayed was dark when 180 series scopes were connected due to patient board malfunction, the front panel was frozen and was not functioning due to faulty printed circuit board and front panel harness was noted, the general shield clamp was broken, the front panel gasket was worn, the video connector socket was broken, the internal screws and nuts were loose, missing and corroded, the top cover was dented and corroded, the monitor board harness was damaged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.